Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implant date: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and intermittent loss of capture. The lead was revised, capped and replaced. No patient complications have been reported as a result of this event.